Event description:
Reportable based on the product analysis completed on (B)(4), 2012. It was reported that during prep for a rotational atherectomy treatment procedure, the tip of the guide wire was stretched. When the 325cm rotawire floppy guide wire was removed from the hoop, it was noted that the spring tip was stretched. The procedure was completed with another of the same device. No patient complications were reported and the patient status is listed as good. However, the returned product analysis revealed that there was wire fracture.

Manufacturer narrative:
Device evaluated by manufacturer: visual and tactile inspection was performed and the device presented the spring tip unraveled and the corewire was fractured at 329.7cm from proximal end. Further mtac lab analysis of the fractured portion revealed the failure occurred due to a bending overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).